Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 20 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the distal region lifted from their crimped positions and pulled proximally.the undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12-may-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right side. The 70% stenosed, 18mm x 3mm, concentric, de novo target lesion containing a <=45 degrees bend was located in the mildly tortuous and moderately calcified left anterior descending artery. A 20 x 3.00 promus premier drug-eluting stent was advanced but could not cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.